Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure this right atrial (ra) lead perforated the heart resulting in pericardial effusion. The patient's blood pressure dropped; therefore, a pericardiocentesis was performed and the blood pressure stabilized. No additional adverse patient effects were reported.